Event description:
Upon starting the IV infusion of antibiotics, the patient noticed some dark colored foreign objects in the tubing, proximal to the patient. The IV set was disconnected and replaced. Md notified. The tubing brand in discussion is carefusion - smartsite infusion set.